Manufacturer narrative:
No button error alarms noted. The device had an intermittent button response due to moisture damage on the keypad traces. No unexpected ramping numbers during testing. The device had no moisture damage on the electronics, motor, vibrator motor, or battery tube assembly. The device had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 6.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.